Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs and noted multiple occurrence of the 2204 sorter not picked up cup error. Fse observed the cup pickup adjustments in mainte mode was functioning as expected. The fse found the vacuum tube connected to the cup pickup assembly was stiff and would intermittently keep the suction pad from touching the top of the cup. The fse replaced the vacuum tube with new tubing that was softer which allowed the pickup assembly to move freely and pick up every cup. In addition, the fse repaired and validated the analyzer by successfully performing sorter pickup routine and quality control runs without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: (2204) sorter not picked up cup. Cause: the cup hold sensor s027 failed to detect a cup during a cup pickup operation. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: check the upper surface of the test cup for contamination, check the seal for curling, and so on. If the trouble occurs frequently, contact the tosoh local representatives. Check s027, the cup pickup position, and the cup pickup operation, and also check the cup control sensors s023 to s026, and the sorter scanning operation. The most probable cause of the reported event was due to the faulty vacuum tube connected to the cup pickup assembly.

Event description:
A customer reported error message ¿2204 sorter not picked up cup¿ while running samples and quality control (qc) on the aia-900 analyzer. The customer restarted the analyzer and confirmed no fallen test cups were in the sorter and the error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.